Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) passed evaluation and release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the ccm would not turn on and that there were no graphics. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The pst powered the ccm on and off four times, each time the fans were running and the splash screen displayed as it should. The ccm passed all testing and met specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not power up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.